Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization treatment procedure, the coil would not advance in the catheter and unraveled during removal. The target lesion was located in the splenic artery. Utilizing intermittent flush, a .035 non bsc catheter was placed in the vessel; a tuohy borst was not used. The 6.0mm x 20cm interlock detachable coil was then inserted, but resistance was noted in the distal end of the catheter and the coil would not advance. While retracting the device, the coil unraveled. The procedure was completed with a pushable coil. There were no patient complications reported and the patient's status is fine. However, device analysis revealed the coil was broken.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed only the coil was returned. The coil was severely stretched and kinked. Dried blood was present on the fiber bundles and along the stretched portion of the coil. Although there was evidence of a weld on the coil, the interlocking coil arm appeared to have been pulled off and was not returned. Microscopic inspection revealed the zap tip shape and surface were smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related the dfu states: "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." "In order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).